Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, b6, g3, h2.

Manufacturer narrative:
(B)(4). M/l taper femoral stem with kinectiv technology (00-7713-011-00, 623354418) , versys femoral head +0 (00-8018-032-02, 62279760), trilogy acetabular shell (00-6200-054-22, 62268620) , trilogy acetabular liner (00-6310-050-32, 62294990) , bone screw (00-6250-065-30, 62161158 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02890.

Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to pain and elevated metal ions. Surgeon noted metallosis, scar tissue and necrosis of tissue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a bone scan was performed due to pain showed no significant findings or loosening of components. Metal testing was done and showed elevated cobalt and chromium levels. A revision was performed showed metallosis, and necrosis of tissue. The cup and stem were well fixed, the head and liner were revised. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00397. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.